Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that there is still significant gap between two of their teeth, and it is uncomfortable when they chew food. Patient is at the end of treatment. Requesting additional information on discomfort/bite and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.